Event description:
A technologist and manager of a breast center reported that a radiologist used a gel mark ultra following a breast biopsy. He felt resistance following deployment, pushed the plunger forward again, and pulled the applicator back. When he finally pulled the applicator out of the probe, the technician reported that the applicator was "frayed" at the end; and the tip appeared to be broken off. The tech reported that the marker pellet was deployed successfully. They noticed one pellet on the floor and two pellets stuck in the probe. The reporter believes that the tip is in the pt's breast. The tech stated that the pt did not experience any adverse effects, and there were no plans for removal of the tip as far as she knew.